Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4 model no - additional information d4 serial no - correction d4 lot no - correction d4 expiration date - additional information h2: type of follow up - additional information/ correction h4 device mfg date - additional information h6: additional information - additional information.